Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered inappropriate tachy therapy due to supraventricular tachycardia (svt) that started around 170 beats per minute (bpm), and atrial tachy response (atr) was set to 170 bpm as well. The rhythm later met detection in the ventricular fibrillation (vf) zone of 200 bpm. Two bursts of anti-tachycardia pacing (atp) and one 41j shock were delivered, but not successful in converting the rhythm. Shock impedance was 50 ohms. The physician had increased the vf zone to 210 but did not change the atr fallback (fb) mode. Technical services (ts) discussed troubleshooting options and programming considerations, and the physician will be working on the patient's medications. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.